Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2015, it was reported that it took the patient 4-6 hours for the stimulator to recharge. The patient had tried turning stimulation off while charging and charging while the recharger is plugged into the wall. The patient was pleased with the relief. On 2017-02-28, additional information was received about a patient with an implantable neurostimulator (ins) for non-malignant pain and for the neuropathy in their feet. It was reported that the patient was having poor or no telemetry with recharging. It was reported that it was taking too long to recharge their device. It was reported that it takes all night to charge their ins and it still was not charging the ins fully. It was stated that the patient charged every other day. It was asked if the patient could get good coupling and it was reported that they were able to get all bars and when they looked at it in the morning they still had all bars. It was reported that they did not move much because of their pain. The patient was asked about their pain, and it was confirmed that the therapy helped with the pain. The patient stated ¿they think using therapy at a higher settings and it runs out quicker¿. It was recommended that the patient not charge their device when they were sleeping. It was reviewed that it was important to monitor coupling when charging. It was suggested that they address their issue with their healthcare provider. It was reported that the event began in (B)(6) 2015. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The conclusion code no longer applies and conclusion code applies to the desktop charger ((B)(4)).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. The desktop charger (B)(4) was returned to the manufacturer on 2017-01-27. The desktop charger (B)(4) was returned to the manufacturer on 2017-03-22. Analysis of desktop charger (B)(4) determined that the cable assembly connector tip was broken. Analysis of desktop charger (B)(4) determined that the cable assembly connector tip was broken and the face-plate was scratched. (B)(4) apply to both of the desktop chargers ((B)(4)). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on 2017-01-17 that a patient implanted with an implantable neurostimulator reported that they had a broken connector pin. It was reported that the connector pin broke off and the wires on the black cord that are connected to connector pin came loose. No symptom was reported. Additional information was reported by the consumer on 2017-02-28 that the patient's ins recharger would not charge past 50%. A new insr was sent to patient who then reported that the connector pin on the desktop charger was broken. A new desktop charger was sent to the patient. No further complications were reported. Additional information was received from the consumer on 2017-03-31 reporting that the one unit (this was clarified to be the wall charger) was replaced twice. The recharger was replaced twice. It was reported that the one wall charger had the metal end bent. It was reported that when it was received it did not work. It was reported that the other one just would not charge but the consumer did not know why. It was reported that the issues resolved. It was noted that it was painful without it and the patient was disappointed because they had to wait 3 times. Patient weight was asked but unknown.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.